Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that there was difficulty aspirating with the bd veo¿ insulin syringes with bd ultra-fine¿ needle. The following information was provided by the initial reporter: verbatim: difficulty in aspiration and administration through syringes.

Event description:
It was reported that there was difficulty aspirating with the bd veo¿ insulin syringes with bd ultra-fine¿ needle. The following information was provided by the initial reporter: verbatim: difficulty in aspiration and administration through syringes.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. E.1. E1. Address information was not able to be obtained, therefore, nj was used as a place holder. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.